Event description:
Pt called back stating they were sent a box from medtronic and no one called them to set it up. The pt did not use the new controller. Probably two or three weeks ago the pt was using their old controller and it started speaking all these languages and was not working. During call agent asked pt to grab the new controller it was still in the box that was sent to them. Pt said every time they call no one helps them and confuses them. Agent reviewed patient services can help or they could meet in person at their doctor (hcp). Pt disconnected the call. Agent did not call back due to nature of call. Agent had difficulty working with patient because patient kept confusing their equipment. During the call patient inserted the battery into the replacement controller but controller did not power on. Patient plugged the ac power but nothing displayed on the controller. Patient will be meeting with their representative next week. Due to the nature of the call agent suggested for patient to meet with their representative and bring the replacement equipment. Patient had difficulty reading the serial numbers. A replacement battery pack was sent to the patient.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.